Event description:
The recipient was admitted to the emergency room after being transferred from an outside hospital for concern for mastoiditis in the implanted ear. The recipient presented with purulent drainage over the implant site at the mastoid. The infection had spread to the level of the implant. The issue started approximately one moth prior to explantation. She was immediately taken into surgery on (B)(6) 2023 to remove the device. The device was cut at the level of the facial recess and the electrode array was left in the cochlea to keep it patent for future implantation once the infection has been resolved.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to mastoiditis. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was admitted to the emergency room after being transferred from an outside hospital for concern for mastoiditis in the implanted ear. She presented with purulent drainage over the implant site at the mastoid. She was immediately taken into surgery on (B)(6) 2023 to remove the device.